Event description:
It was reported that a patient notifier was received on (B)(6) 2011 for possible output circuit damage. The patient did not feel the patient notifier and did not follow up. A capacitor maintenance download were performed. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.